Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed lcd lens scratches. Review of the event history logs confirmed a high alarm: upstream occlusion. Functional testing was performed but the reported issue could not be replicated. The root cause was determined to be an intermittent upstream occlusion. The upstream occlusion (uso) sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited repeated upstream occlusion alarms. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.